Event description:
In a laparoscopic appendectomy procedure after an ir60b reload had been fired via an i60 stapler, it was noted that the tissue had been stapled, but had not been transected. The procedure was subsequently completed by use of another device.

Manufacturer narrative:
The ir60b reload was discarded by the healthcare facility and was not returned to the MFR. The lot number and expiration date are unk. The ir60b reload was discarded by the healthcare facility and was not returned to the MFR; the date of MFR is not known.